Manufacturer narrative:
Other applicable component: product ID: neu_recharger_acc, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that on (B)(6) 2017, their implantable neurostimulator (ins) quit working. The patient stated that their implantable neurostimulator recharger (insr) would not charge and was showing ¿funny looking pictures¿ on the screen, in addition to the ¿reposition antenna¿ screen. The patient mentioned that they moved the insr antenna right over the ins but was unable to charge it. It was noted that the patient was unable to communicate with other external devices, such as the programmer. The patient stated that they were unable to get the programmer to work either, as they saw a ¿poor communication¿ screen when they were trying to charge the ins. The patient stated that they were experiencing too much pain and saw the error screen when they went to turn stimulation up. It was noted that they last felt stimulation on (B)(6) 2017 and last successfully charged the ins about four weeks prior to the date of this report. It was further clarified that the patient last recharged a month ago and their ins was dead. The patient stated that their device didn¿t have any battery level to it and they weren¿t feeling stimulation. The patient was to follow up with their healthcare provider (hcp) to discuss a possible overdischarge. No further complications were reported or anticipated. Indications for use are spinal pain and failed back surgery syndrome.